Manufacturer narrative:
Return requested for non-invasive patient tracker. No parts have been received by manufacturer for analysis. 10/08/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. 10/23/2015 a medtronic representative, following-up at the site, reported the surgeon made no extra passes with the shunt. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a procedure, the surgeon alleged having a difficult time locating the ventricle utilizing axiem. Accuracy 1.1, pointmerge registration. Utilizing non-invasive prenatal testing (nipt) undraped. Drapes pushing on nipt are believed to have caused inaccuracy when trying to identify 5 millimeter ventricle. In trouble-shooting, free -handed without axiem and were successful. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.